Manufacturer narrative:
(B)(4) . The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized two days after onset of the peritonitis event and was treated with injection merocrit (500 milligrams, intravenously twice daily, duration not reported) and injection vancomycin (1 gram, stat dose and route not reported) for the event. At the time of this report the patient was recovering. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.